Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The biomed is reporting the v60 shut down while on a patient. The customer contacted product support and was advised to review the significate event logs. The biomed is reporting diagnostic code pressure regulation high. The proximal pressure was 25 cmh2o greater than the pressure limit listed below and greater than the hip setting for 1 second ± 20 msec: requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer is not reporting any adverse outcome to patient care. The patient was placed on another ventilator. The customer reported that replacing the data acquisition (da) board has resolved the problem. The v60 passed performance verification testing.